Event description:
Pump did not display the volume delivered. On an unspecified date, the pump was programmed to deliver morphine with a concentration of 1mg/ml. No further programming parameters were provided. At an unspecified time during the night shift, the nurse noted the display indicated 28mg had infused; however, the 30mg vial was empty. The customer contact reported that the pump display was "always 2 off." The pump remained in clinical service after the discrepancy was noted, and a total of 3 vials were delivered using the device. The device was removed from clinical service at "around 5:00pm." Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.